Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, before the lead made contact with the patient, it was noted that the suture sleeve was missing from the lead. The lead remained implanted and the patient was stable.